Event description:
Additional information was received from a foreign healthcare provider via a company representative. The cause of the event was unknown.

Manufacturer narrative:
H3: analysis of the pin connector identified that the distal collet was prematurely locked in place. With the collet locked in place, the distal catheter segment cannot be installed onto the pin connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving unknown medication via implanted infusion pump. It was reported that an ascenda catheter was opened at catheter replacement. A collet was used to joint the catheter. The catheter on the pump side could be inserted into the collet, but the catheter on the spinal cord side could not be inserted to the target point, and it was noticed that something was wrong. When the second catheter kit was opened and a collet was used, the catheter could be inserted from both sides without any problem. There were no problems with the shape from the appearance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.